Event description:
It is alleged that the mesh portion welded to the distal end of the cannula came apart and was floating in the pt's knee. It was reported that an additional incision was made in the knee in order to retreive the part and because the tip was allegedly floating free in the knee it caused divots to the cartilage.